Event description:
Related manufacturing reference number: 2017865-2021-36630. Related manufacturing reference number: 2017865-2021-36631 . It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Correction: b5 - related manufacturer number and cause of death.

Event description:
Related manufacturing reference number: 2017865-2021-36630. Related manufacturing reference number: 2017865-2021-36743. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was heart disease. No additional information was reported.

Manufacturer narrative:
The device was returned to the analysis lab after the patient was reported to have expired. The battery voltage of the device was below eos upon receipt. Longevity calculations confirmed the device experienced normal battery depletion. Telemetry, impedance, sensing, and pacing of the device were tested and found to be normal.